Event description:
It was reported that this right atrial (ra) lead was fractured. No adverse patient effects were reported. This ra lead was capped. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).